Manufacturer narrative:
(B)(4). Date of event, relevant tests: estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional procedure of the unspecified vessel, it was noted by the physician that the guide wire breaks easily from two different locations of the shaft: near the 3 cm distal end and the other is proximal in the intermediate shaft where the polymer begins, and the durability of lubricity and the shaping retention have been reduced. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.